Manufacturer narrative:
Through extensive troubleshooting measures, field service replaced valve manifold kit and the issue was resolved. The service history of the architect serial (B)(4) verifies no subsequent issues have been reported. No contributing factors in the month prior and subsequent the current complaint, was identified in regard to the valve, manifold kit. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i1000sr service and support manual contained adequate information for the troubleshooting, removal, and replacement of the part. A review of the architect data revealed no systemic issues or adverse trend associated with the discrepant result issue described in this complaint. The i1000sr erratic result rate is within acceptable limits with no adverse trend identified. A review of a 12-month search for similar complaints identified no adverse trend of valve, manifold kit. No product deficiency was identified.

Manufacturer narrative:
Patient identifier does not contain enough spaces. The entire ID is ID (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated false negative architect stat high sensitive troponin-I (0.0 ng/l) on ID (B)(6) that was questioned when processing on the architect i1000sr. The sample repeated positive (44.8 ng/l). The account uses a troponin cutoff of 27 ng/l. No impact to patient management was reported. No ethnicity/race provided.